Manufacturer narrative:
Evaluation summary: item number and lot number are unknown. Parts were not returned for evaluation. X-rays were not submitted. With no information supplied, the cause of the pain or loosening cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient had bilateral knee replacements in 2004 and that the patient was revised due to pain in 2009. The patella component was found to be loose and free-floating in the right knee. A second surgery to revise the left knee is scheduled for three months from now.